Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying part and/or lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Bilateral fracture of the arsenal screw shanks at s1 identified at 4 month post-op appointment. No revision currently scheduled. According to surgeon the patient is doing really well. The arsenal fixation system was implanted (B)(6) 2018 during an l4-s1 decompression with posterolateral fusion.